Event description:
On sunday the pt tested their blood glucose in the evening and received an error 1 message. The pt did not experience any symptoms at the time of testing. The pt took their insulin (based on how they were feeling). The following day they already had a scheduled appointment at the physician's office. They tried to test prior to going to the physician's office and obtained the error 1 message. At the physician's office the pt tested and received a 461 mg/dl. The pt did not experience any symptoms at the time of testing at the physician's office. The pt was not treated however, was advised to take their insulin when they went home. Physician also advised the pt to contact lifescan for a replacement meter. Customer service was unable to resolve the error 1 message and sent the pt a new meter.